Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient hasn't charged his scs system in over 2 months and is without stimulation. The ipg is no longer communicating with external devices. The patient desires to have his scs system explanted. Surgical intervention may take place at a later date.